Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on september 4, 2020. Device evaluation summary: during the visual evaluation, the device was observed to be ruptured. Microscopic examination was performed, and the cause of the tear could not be identified. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a 275cc mentor memorygel breast implant experienced right sided rupture post procedure. The rupture was diagnosed through ultrasound. As a result, replacement with a new 275cc mentor memorygel breast implant was performed on (B)(6) 2019.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on august 10, 2020. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned photograph was completed by the failure analysis lab on march 24, 2020. Device evaluation summary: according with the information reported, the customer experienced a rupture of the breast implant. A manufacturing record evaluation was performed for the finished device 6407133 number, and no non-conformances were identified. Upon visual inspection of the image, the implant was observed to be ruptured. The photo does not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. All mentor product is 100% visual inspected prior to release. Manufacturer¿s reference number: (B)(4).